Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Other text : the device was not returned.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate pressure to fill. Also stated they would order and replace the pump onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A check of the diagnostics showed that the circulation pump would not generate pressure to fill. Also stated they would order and replace the pump onsite. Per follow up call made to biomed, biomed confirmed they replaced the circulation pump onsite, ran functional test and no further issues occurred. There was no patient involvement. All available information has been received. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate pressure to fill. Also stated they would order and replace the pump onsite.